Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys testosterone g2 (testosterone ii) assay on a cobas e 801 analytical unit. The sample was tested on siemens, and the result was 897 ng/dl. The original sample was tested on an e801, and the result was 1500 ng/dl (accompanied by a data flag). On (B)(6) 2025, the original sample was repeated twice on e801, and the repeat results were both 1500 ng/dl (accompanied by data flags). On (B)(6) 2025, the original sample was repeated on siemens, and the repeat result was 897 ng/dl. The sample was then repeated on siemens using a different module, and the repeat result was 816 ng/dl. No questionable results were reported to the patient.

Manufacturer narrative:
The testosterone ii reagent's expiration date was not provided. The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
Section b7 was updated. The calibration and qc were provided, and they were within expectations. The instrument data showed multiple reagent low alarms on the day of the event, and hinted at sample quality issues. The investigation did not identify a product problem. The cause of the event could not be determined.